Manufacturer narrative:
Technician found that some of the pins on the sidecom board were bent. Replaced the sidecom board to resolve this issue. Bed located in shop.

Event description:
Complaint alleged that the nurse call would not work. No injury reported.